Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 3.5mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent into the vessel. The physician looked on the fluoroscope and noticed that the occlusion balloon had deflated. The physician continued the case without protection in place. The pt is reported to be fine.